Event description:
According to a newspaper article, the ventilator malfunctioned and resulted in irreparable brain damage to a pt. The family decided to remove life support equipment three days after the incident. The family is releasing neither detail info of the adverse event nor the device, although we have tried to obtain the info numerous occasions. Except the ventilator is found to be ht50 model, no other info besides on the article is available.